Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the connection between the adp luer lock adaptor and the extraneal solution bag (not a fresenius product) during their pd treatment. The patient reported receiving an air detected in cassette alarm during dwell five of five of treatment and the treatment was cancelled. The patient stated the last extraneal solution bag leaked onto the floor due to a loose connection. Upon follow up, the patient confirmed the fluid leak occurred between the connection between the apd luer lock adaptor and the extraneal solution bag. The patient stated the extraneal solution bag became disconnected and fluid leaked onto the floor. The cause of the connection issue was unknown. The patient stated they confirmed the connections were secure during setup. The patient stated their nurse had advised them to tape the connection between the apd luer lock adaptor and the baxter bag and the patient has not had any further issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated they were able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) following the leak event. The apd luer lock adaptor was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius apd luer lock adaptors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.